Event description:
Stent was cut in half and replaced over the stent balloon. When the operator tried to deploy the stent, the stent slipped off the balloon and floated distally. The balloon was noted to be ruptured following removal of the catheter. The stent could not be retrieved. Pt later went for CABG and additional graph was placed to the distal circumflex because of the pressure of the stent and the potential of thrombosis.